Event description:
It was reported that the patient allegedly sustained unspecified injuries resulting from a spinal fusion surgery using rhbmp-2/acs. No additional information has been provided.

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Implanted: (B)(6) 2010. (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: l5-s1 spondylolisthesis. The patient underwent following procedures: l4 to s1 posterolateral decompression and fusion; segmental instrumentation of l2 to s1; placement of bmp and local bone graft. As per operative notes,¿ the combination of the autograft from the gill fragment as well as bmp was then placed in the burrito-like fashion into the lateral gutters over the transverse processes and the sacral ala. ¿ no intra-operative complications were reported.